Manufacturer narrative:
H6: ventec downloaded the device's electronic records for analysis and was able to confirm that it had lost power unexpectedly during the reported event. Ventec observed that the device was connected to ac power the entire time with no battery use alarms, or other low or critically low internal battery alarms in the log other than when it arrived at the ventec service center. Ventec then opened the device in order to perform a visual inspection and observed that the internal battery's data line connector was spread open. This would cause an intermittent connection with the battery, resulting in a critically low battery alarm due to loss of communication. No additional discrepancies were observed in the electronic records. Ventec then replaced the device¿s internal battery to resolve the reported issue. Proper device operation was observed through functional and performance testing. Based on the information available, ventec determined that the cause of the reported issue was that the internal battery's data line connector was spread open.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
The following event involving a patient was reported to ventec: "this ventilator failed during a cough assist procedure on (B)(6) 2023 approx. @ 1730. Therapist was present during the procedure and quickly intervened. No excessive time lapsed during the intervention. Did not have any adverse effects. Manual ventilation until back up vocsn applied. Visual alarms: "failure- internal battery critically low" ; audible alarm cannot silence". The reporter later clarified "failed", advising that the device had shut down unexpectedly during use, stating: "how did device fail? Device cease to work. No ventilation, no cough assist cycle. Complete shutdown visual alarm noted: "failure- internal battery critically low" audible alarm was triggered but was unable to silence. Multiple attempts to silence audible alarm were unsuccessful." There was patient involvement associated with the reported event. There was no harm to the patient, however, the incident required medical intervention in order to prevent permanent impairment/damage to the patient.